Manufacturer narrative:
(B)(4). If explanted, give date: not applicable as to date the lens remains implanted, therefore not explanted. (B)(6). This report is being filed on an international product, intraocular lens (iol) model number pcb00v that has a similar product distributed in the united states, iol model no. Pcb00, which falls under PMA p980040. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the pcb00v was implanted on (B)(6) 2016, the doctor observed a fibrous material on the center of the pupil in the patient's eye by slit lamp. There was no visual acuity problem reported. It was noted that there is no explant plan for the fibrous material so far due to no visual acuity issue.

Manufacturer narrative:
The product testing was not performed as the complaint device was not returned for analysis; the intraocular lens remains implanted. No material analysis was performed because the particle was not returned. The reported complaint cannot be confirmed. Manufacturing record review for this production order (po) revealed that this serial number lens was manufactured according to specification. The review identified no related non-conformance reports associated with this po. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the results of the investigation there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.